Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a health care professional with supplemental information provided by a nurse from (B)(6) of tunnel infection at exit site, peritonitis, and mycobacterium abscessus infection in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. On (B)(6) 2012, the patient experienced a tunnel infection at the exit site and went to the renal center. On (B)(6) 2012, the patient underwent a catheter removal and on (B)(6) 2012 a new catheter was inserted. On (B)(6) 2012, the patient experienced peritonitis manifested by a cloudy peritoneal effluent. Treatment was not reported. The outcome of this peritonitis event was not reported.